Manufacturer narrative:
Insulin pump had no act button response due to corroded keypad trace. No unexpected audio or been or alarm anomaly. Insulin pump was unable to verify battery out of limit alarm due to no act button response. Insulin pump had minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer's mother reported that the insulin pump's keypad was unresponsive. Caller reported that the insulin pump was alarming, but no keys would clear the alarm. Caller did not report any specific events leading up to the error alarm. Blood glucose level was 450 mg/dl at the time of the call. Caller reported that the high blood glucose level was treated with an insulin pen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)